Manufacturer narrative:
Fissure on leg.

Event description:
It was reported in the questionnaire that there is a fissure in the cot leg. There is no reported patient involvement or adverse consequences.